Manufacturer narrative:
An isi fse was dispatched to the customer site to further investigate the reported complaint. The fse replaced the second patient side manipulator (psm2) for the insertion axis not being able to move. The system was tested and verified as ready for use. Isi received the parts involved with this complaint and completed the device evaluation. The psm was returned for failure analysis, and the reported failure (non-intuitive motion) was able to be reproduced during test driving. The l5 upper pulley will be replaced as a fix. It was upgraded from - 01 to -10.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the site stated that the surgeon was unable to take control of arm 2 while it was solid green, the site had removed the instrument with no exchange and had restarted the system prior to calling, the site swapped to arm 3 to continue the case. The site would like an intuitive surgical, inc. (Isi) field service engineer (fse) to address the issue. The site continued the procedure with no reported complications.